Manufacturer narrative:
Resolution has been requested from the field, however, no further information has been provided to date. This event will be updated upon further information provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a low shock impedance of less than 20 ohms. No adverse patient effects were reported.